Event description:
Per clinical trial cp-1060: on (B)(6) 2019, patient underwent bilateral revision augmentation; lower pole bottoming out (lower pole stretch defect) using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Jp drains were used bilaterally. No concomitant procedures were done. On (B)(6) 2019, breast capsular contracture was reported. Patient presented with high, tight left implant. Physician diagnosed as capsular contracture and prescribed 3 medications (singulair, prednisone, minocyclin) to aid in implant dropping back into pocket. Medications did not produce desired result so revision surgery consisting of capsulectomy and capsulorraphy was performed on (B)(6) 2019. No mention of removal of mesh or breast implant. Completed without complications. Resolved (B)(6) 2019. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of capsular contracture and underwent revision surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.